Event description:
Patient received one endeavor sprint rx drug-eluting stent in the proximal lad (MDR report # 2953200-2009-00659), as treatment of the target lesion. One endeavor sprint rx drug-eluting stent was implanted in the proximal lad (MFR report # 2953200-2009-00660) (overlapping), as treatment of complication / dissection /bailout. It was reported that the patient required revascularization (CABG surgery) of the lad on the same day as stent implant, due to positive history or recurrent angina pectoris presumably related to the target vessel. Investigator reported that the event was not related to the study stent. An mi is reported to have occurred on the same day as stent implant. Investigator has not indicated the type of mi that occurred or the location of the mi. Investigator has indicated that it is unknown if the target lesion was involved. It is reported that patient was asymptomatic/free of symptoms at 30 day and 6 month follow up.

Manufacturer narrative:
(Patient received CABG surgery). Eval code, results - (dissection, myocardial infarction).